Event description:
It was reported that the patient presented to the emergency room after going into cardiac arrest. Emts administered external defibrillation for the vf. Stored egms showed the device detected vf appropriately, but intermittent ventricular undersensing resulted in sinus redetection and no therapy delivery. Programming changes were made. It was later determined that program changes were previously made for t-wave oversensing. The patient remained in ICU on a ventilator and in dnr status. Therapies were left on. Subsequent information received notes that the patient was stable and at home.